Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) complained of pain since receiving device. A revision procedure was performed and the device was explanted. No further adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.